Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 19 occurred during pumping. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer successfully changed cartridge and infusion set tubing to address the event. The customer's blood glucose level was 188 mg/dl.